Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath clear was selected for use. The sheath was prepared on the table and no bubbles were observed. However, once the catheter was introduced and then the sheath was aspirated there were bubbles coming all over the flush port even after multiple aspirations. Multiple aspirations attempted while tapping the sheath. Thus, the procedure was completed using a replacement sheath. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.